Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter stated that in a back-to-back, meter-to-lab, capillary to venous, fed, blood glucose test, results were 56 and 170 mg/dl, respectively. Control solution test was 136(100-151) mg/dl. Reporter was not experiencing any symptoms. Reporter tested while in contact with lifescan and received results of 45 mg/dl without experiencing any symptoms.